Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The day of the event she was taking a nap with her grandson on her lap and experienced a hypoglycemic even, lost consciousness, and was not warned by her cgm device. The patient stated her low alarm setting was set to 70 mg/dl. When she regained consciousness by herself, she was sweating profusely, was disorientated and not coherent. She does not remember how but she somehow made it to the bathroom and back to a chair. When she was sitting in the chair, she noted that the cgm reading was 88 mg/dl, but she felt as if the blood glucose reading must have been much lower. The patient was not able to check her cgm reading right after she regained consciousness, and no fingerstick was taken during the event, but she stated that she felt as if the blood glucose reading must have been around 40 mg/dl. When the patient became a bit more coherent, she was able to drink a coca cola and eat some snacks that were already on the table. After the self-treatment, the patient recovered, and no further treatment was needed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.